Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Nicks were observed on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed secondary damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic nephrectomy, while the surgeon was transecting the vessel, the device cut but did not staple. The scrub tech gave the surgeon an already fired reload. It was then placed on the tissue and fired again. The safety interlock did not kick in. There were also tissue loss and damage. The surgeon needed to occlude the bleeding with the use of cautery to resolve the issue.